Manufacturer narrative:
H10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the exact root cause of the alleged injury or whether the 3m¿ ioban¿ 2 antimicrobial incise drape was the root cause. It is unknown if skin preparations were used prior to drape application, and it is also unknown if the drape was applied under tension. The product instructions for use (IFU) states the drape should be applied without tension. To remove drape, gently peel back drape at 180-degree angle from the skin. During the removal process hold onto the film with the thumb and hand as close as possible to the junction of skin and adhesive film. This prevents severe stretching. Skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes.

Event description:
Report received via medwatch form 4600610000-2023-8004. A hospital health representative reported a 62-year-old male allegedly experienced a 2 cm superficial epidermal skin strip upon post operative removal of the 3m¿ ioban¿ 2 antimicrobial incise drape, 6650ez lot 33ntjj. No other skin was peeled away from the patient with the 3m¿ ioban¿ 2 antimicrobial incise drape, and normal skin edges were reportedly still present at the incision site. The wound was closed, and 0.5-1ml of bacitracin antibiotic ointment 500 units/gram was applied to treat the area. Dermabond advanced® topical skin adhesive was placed along the incision site with telfa dressing and 3m¿ medipore¿ surgical tape.